Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 27825242, expiration date 01/31/2015). (B)(4).

Event description:
Customer reportedly received a result of 16 mmol/l on the mobile system, and a result of 5 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.